Event description:
It was found during a baxter evaluation that a pump has a system error 105. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation experienced a system error 105. The error code 105 was caused by a failed input/output printed circuit board (I/o pcb) due to fluid intrusion. The I/o pcb was replaced.